Event description:
The consumer called into customer care to report "...that he felt his blood glucose result from last evening was too high compared to his other meter..." It was reported to nova biomedical that the consumer performed back to back blood glucose tests. Tests using the same meter and strips from the same vial getting the following results of 119mg/dl and 70mg/dl. During the first call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Control solution was shipped to the customer to perform a control solution test in a f/u call. A control solution test was performed while troubleshooting in the f/u call with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot#: 102021214204, expiration date: 07/2016. Control solution lot#: 1030514339, range: 82-127 mg/dl.